Event description:
At 7:00 am, approx 1/2 hr after start of treatment (pt stable, all alarms set and checked by charge nurse at 6:45am) pt called patient care technician, and he noted entire venous drip chamber empty. Venous line clamped and then machine alarmed. Pt to left side trendelenberg and sent to hosp per 911 for evaluations. Hospitalized for 2 days without complication. When taking down bloodlines, increased pressure noted by tech in venous monitor port. Althin called and co tech here to inspect machine 9/8/99. All internal parts related to air detector, venous pressure monitor, and level adjuster replaced. Removed parts taken by althin.